Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirmed the distal tip of the anchor was broken, but was held in place by suture. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Anchor breakages were typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A batch record review has been conducted and the results indicated that this batch of product was processed without incident and therefore there was no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed a similar complaint for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. The expiration date is not currently available. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the anchor device unexpectedly broke during the procedure. It was not reported if there were any delay in the surgical procedure. A new anchor was opened to complete the procedure. It was reported that the surgeon was able to complete the procedure without any issue by using alternative implant that was on hand. It was reported that the patient had normal bone and it was not overly hard or soft. It was reported that the insertion was not off axis. It was reported that the anchor and suture inside were removed. It was reported that the same hole was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.